Manufacturer narrative:
Suspected root cause: delay in sending the 30 day manufacturer's report due to administration oversight. From visual examination of the returned device, possible suspected root cause is that the bone tunnel was too tight. This results in excessive torque being required to insert the screw which causes excessive flattening of the screw threads and shearing off of the distal tip of the screw.

Event description:
The device was returned to biocomposites on april 22 2014. Complaint and surgery details provided are unconfirmed by the customer.